Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported inappropriate high voltage therapy could not be conclusively determined. (B)(4).

Event description:
The patient received inappropriate high voltage therapy during a supraventricular tachycardia period. It was noted the patient had not taken his beta blocker for one week and was very active removing snow during the event. The device was reprogrammed and the patient was told to take beta blocker medication as prescribed. The patient is stable.